Manufacturer narrative:
The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found no visible damage to the lens. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated the surgeon inserted a +23.0 diopter cc4204bf collamer single piece lens and the foam tip plunger overrode and tore the lens. The lens was removed with no pt injury, no enlarged incision or sutures. Another same type lens was implanted. The reporter stated the cause of the torn lens was due to the foam tip plunger.